Manufacturer narrative:
On february 22, 2023, mentor received additional information indicating that the patient's implants were replaced with the following: (right) 425cc mentor memorygel breast implant catalog: 3504251bc lot: 9652869 sn: (B)(6) and (left) 400cc mentor memorygel breast implant catalog: 3504001bc lot: 9823959 sn: (B)(6). On (B)(6) 2023, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 450cc was found to be ruptured and received incompletely without the patch. In addition, shell abrasion was noted on the edges of the rupture. A microscopic examination was performed and instrument damage was not found on the area of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a 64-year old caucasian female patient underwent breast augmentation revision with two 450cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via physical examination and mammogram, with bilateral breast implant ruptures. As a result, the patient has been scheduled for bilateral breast implant removal surgery on february 6, 2023.this medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Explantation date: (B)(6) 2023 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).